Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Event date: not provided. Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsvwh16) was requested to be removed due to patient complaining of constant inflamed gum tissue and pain at tooth location 28.

Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 16mm (tsvwh16) was returned for investigation. Visual evaluation of the as returned product identified moderate wear about the implant body and threads. Product matched print specification where measured. No pre-existing conditions were noted on the per. The reported product was located on tooth # 28 and used for approximately 22 months. The reported event could not be recreated due to the nature of the dental device and event (medical conditions). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 64001387. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (64001387) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported events (inflammation + patient pain) or product (tsvwh16). Therefore, based on the available information, device malfunction has not occurred and the reported events were non-verifiable.

Event description:
No further event information available at the time of this report.